Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. The pt remains on lvad support with the replacement pump with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the pump was exchanged due to thrombus growth inside the inflow graft. It was reported that the pt had a coagulation disorder and an infection.